Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, dysmenorrhea, and a rectocele. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. It was reported that the patient underwent lysis of adhesions on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent laparoscopic lysis of enteric adhesions to the vagina, detachment of the uterosacral ligament from the vaginal apex and posterior vagina, cystoscopy, bilateral ureteral stent insertion and removal, relaxing perineoplasty, and botox injection into the puborectalis obturator internus muscles on the right and the left on (B)(6) 2012 due to severe apical dyspareunia, levator muscle spasticity and stenosis at the introitus of the vagina. No additional information has been provided. (B)(4).